Event description:
It is reported that patient is having some allergy like symptoms.

Manufacturer narrative:
Metal sensitivity is a known inherent risk of knee arthroplasty procedures. Zimmer package inserts list metal sensitivity as a potential adverse effect. Other zimmer labeling includes the material content of the implant. Additionally, there are allergy testing methods available to the medical field should a patient be suspected of having this type of sensitivity. However, as the source of the patient's reaction is unknown, a root cause cannot be definitively determined. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.